Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1, e2 and e3. Additional information: d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "white rubber foreign material in nozzle" malfunction could not be identified, nor the foreign material type. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Even though the customer stated that the device is cleaned and disinfected according to the requirements as no cleaning disinfection and sterilization checklist was provided, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of ¿air/water nozzle was clogged by a soft, white, rubbery material¿, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope¿s air/water nozzle was clogged by a soft, white, rubbery material. There were no reports of patient involvement.